Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device fire a complete staple line but only 1/2 of the staples formed: yes.

Event description:
It was reported that during an unknown procedure, the device formed staples for 1/2 of the staple line. A new device was opened and used to complete the procedure. No other details provided. There is no report of adverse impact to the patient.

Manufacturer narrative:
(B)(4). Batch # n54c37. The analysis results found that the tlc55 device was received in good visual conditions and with a cartridge reload present. The reload was received with the 4 most proximal drivers up and the swing tab was found to be in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. The device was tested for functionality and it fired, cut and formed all the remaining staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.